Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation, no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058. User had an inaccurate reference: self. The person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 7-oct-2020 to ensure patient's condition and the replacement products resolved the initial concern - able to establish contact with customer and stated did not receive any medical intervention related to diabetes and replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 226 and 76mg/dl. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturers expiration date is 02/28/2022 and open vial date is 9/26/2020. The meter memory was reviewed for previous test result history. (B)(6).